Event description:
Helios a6 by motion composites wheelchair broken brake incident caused elder to fall from standing to floor while attempting to transfer into wheelchair resulting in femur fracture, hospitalization etc. I believe the chair is 3 years old.